Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/15/2017 with the following findings: battery compartment was cracked near the top left corner of the grip pad. Display was dim and pink. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the display was dim and the battery compartment was cracked. This report is made based on results of investigation completed on 09/15/2017.